Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During routine testing of the device at the service center, the user reported the heart lung console base battery failed to hold a charge. No other details regarding the nature of the event were provided. Since this event occurred during routine testing of the device, there was no patient involvement during this event.